Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users performance is acceptable.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Other damages are most likely related due to explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's performance with the device reportedly was acceptable. Per additional information received in october 2020, the user now no longer has any access to sound with the device. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No information, on possible further steps has been received.

Event description:
The users performance is reportedly acceptable. Per information received on (B)(6) 2019, the recipient has not been seen again.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No information, on possible further steps has been received.

Event description:
The user's performance with the device reportedly was acceptable. Per additional information received in (B)(6) 2020, the user now no longer has any access to sound with the device. Re-implantation has been suggested.